Manufacturer narrative:
The customer's meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory result using an unknown method. Female (patient #1): the meter result was >8.0 inr at 1:00 pm. The laboratory result was 6.1 inr at 1:30 pm. The laboratory result was believed to be the correct result. On (B)(6) 2020, patient #2 (male, date of birth: (B)(6), age at time of event: (B)(6), weight: asku). Received the following results: the meter results were 6.1 inr and 5.5 inr. Different fingers were used to obtain blood for the back to back testing. The laboratory result was 3.8 inr. The laboratory result was believed to be the correct result. Time frame between the comparisons for patient #2 were <4 hours apart. Both patient¿s therapeutic ranges are 2.0 inr ¿ 3.0 inr.